Manufacturer narrative:
It was reported that both extensions were explanted at an unknown date and for an unknown reason. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both extensions were explanted at an unknown date and for an unknown reason.

Manufacturer narrative:
Section b3: date of event is estimated. Section b5: during processing of this incident, an attempt was made to obtain complete event information; however, no further information is known or received. Section d6b - date of explant is unknown.